Manufacturer narrative:
The insulin pump had operating currents within specification and the insulin pump passed the self test, reset error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, displacement test, and motor test. No motor error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's daughter reported via phone call that they received a motor error alarm and her mother experienced high blood glucose. The customer's blood glucose was 495 mg/dl at the time of incident. The customer's daughter stated that they would go to the hospital if the blood glucose would not go down. The customer's daughter stated that there insulin on the sores. The insulin pump was unable to rewind. The customer's daughter stated that the drive support cap appeared normal. The customer's daughter stated that the insulin pump was not exposed to high magnetic fields. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.